Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I'm in pain'), haematoma ('hematoma') and loss of consciousness ('I kept passing out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and asthenia ("7 week post op and still have no energy") and was found to have haemoglobin decreased ("my hemoglobin was 6.7"). The patient was treated with surgery (had to have surgery 6 days after my hysterectomy and underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, haematoma, haemoglobin decreased and loss of consciousness outcome was unknown and the asthenia had not resolved. The reporter considered asthenia, haematoma, haemoglobin decreased, loss of consciousness and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : pelvic pain, haematoma, haemoglobin decreased, loss of consciousness, asthenia. Amendment: the report was amended for the following reason: upon internal review it was found that this case is duplicate of (B)(4), all source documents, reference section and events from this case were transfer to case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I'm in pain'), haematoma ('hematoma') and loss of consciousness ('I kept passing out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and asthenia ("7 week post op and still have no energy") and was found to have haemoglobin decreased ("my hemoglobin was 6.7"). The patient was treated with surgery (had to have surgery 6 days after my hysterectomy and underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, haematoma, haemoglobin decreased and loss of consciousness outcome was unknown and the asthenia had not resolved. The reporter considered asthenia, haematoma, haemoglobin decreased, loss of consciousness and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: pelvic pain, haematoma, haemoglobin decreased, loss of consciousness, asthenia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.